Manufacturer narrative:
L5 lead had not migrated and therefore does not meet the reportability criteria.

Event description:
Additional information received that the l5 lead had not migrated.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-01843. It was reported patient experienced ineffective therapy. X-rays indicated the s1 lead had migrated towards the battery and surgical intervention is expected to address the issue.